Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Manufacturer narrative:
Continued e1 phone number :(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown and rupture.

Event description:
Healthcare professional reported "minimal seroma possibly related to contracture", "skin thickening in the breast", "fibroadenomas" and "signs suggestive of intracapsular rupture". This record is for the right side. Device remains implanted. Healthcare professional reported "simple cyst" which is not device related.